Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted damage to the patient line tubing located below the heat seal bead to the patient connector. The reported condition was verified. The cause of the condition was related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two (2) holes in the patient line of a homechoice cassette where "the cap goes on". This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.